Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken main tube approximately 39.63 mm from the distal tip. The main tube is broken and there may be missing pieces, b the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The instrument was return with the cannula and seal attached. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument arm broke while positioned inside the patient. As a result, the trocar became stuck on the broken portion of the arm. The device could not be removed as intended due to the mechanical interference caused by the break. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no pieces from the distal end of the instrument that detached/broke off. The port incision was not increased in order to remove the instrument and cannula. Additional ports were not placed. It was unable to see the trocar and joint when it was removed. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The instrument with the attached trocar was sent a week ago.